Manufacturer narrative:
Previously reported (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was experiencing abdominal pain post scs implant. The pain is present with the device on and off. The physician's assistant at (B)(6) hospital reached out to the rep on (B)(6) 2017. When the rep saw the patient their right side abdomen "pulsated" on palpation during the first 20 seconds of impedance check. All electrodes reflected proper range. The group impedance check was also uneventful. This was brought to the attention of the health care provider. There were no environmental/external/patient factors. X-rays were ordered and after review were negative for any problem. A CT scan was ordered, but that information wasn't available yet. No issues were planned at this time. No further complications were reported or anticipated. Follow-up was being conducted. No device allegations were made. Additional information was received from the rep stating that the CT scan was normal. The patient was given IV and oral pain medication daily and the device was explanted on (B)(6) 2016. The patient described a relief in abdominal pain since the removal of the device.